Event description:
The surgeon implanted a collamer lens. The surgeon decided to use a 3-piece silicone lens. It was indicated that there was no product malfunction or pt complications. The contact confirmed that the indigo-p injector, lot number unknown, was used. Also, the model and lot numbers or the cartridge were unknown.